Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant and stretching. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that the helix of the attempted right atrial (ra) lead would not extend. The lead was removed and additional attempts to extend the helix failed. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.